Event description:
Patient had a left total knee arthroplasty on (B)(6) 2024. Patient report drainage from her incision on (B)(6) 2024, diagnosed with a suture granuloma to the proximal incision and wound dehiscence. The deep dermal layer and superficial subcutaneous layer developed a hypersensitive response to the sutures causing wound dehiscence and potentially deeper infection.